Event description:
The customer reported that they were unable to establish a pads ECG waveform during a pt event. There was no impact to the involved pt.

Manufacturer narrative:
The customer reported that they were unable to establish a pads ECG waveform during a pt event. There was no impact to the involved pt. The device was evaluated by philips and the reported symptom was confirmed. The therapy port and therapy cable were replaced to resolve the issue. We are unable to determine the cause of the reported symptom as more than one part was replaced.